Event description:
Surgeon draped the patient with proper technique with lavh drape. Shortly after draping, medical student noted a rip in the right side of the drape. Scrub tech noted it was the third time this week with the lavh drape ripping.